Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned to the manufacturer. Without receipt of the device, the reported clinical observation cannot be confirmed. Edwards will continue to monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.

Event description:
As reported, a 27 mitral edwards bioprosthetic valve was explanted due to "severe calcification of the prosthesis", stenosis and dyspnea on exertion after an implant duration of nine (9) years, seven (7) months. This female patient was (B)(6) at time of implant. There are no adverse patient effects reported.